Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2013-04387. It was reported that during an unspecified treatment procedure, a rotawire guide wire fracture occurred. Vascular access was obtained via the femoral artery. The non-tortuous, calcified complete total occlusion was located in left anterior descending (lad). A rotawire guide wire and a 1.25mm rotalink plus were selected. During the procedure the tip portion of the rotawire guide wire was cut in half. It was noted that due to the technique 1.25mm burr got close to the tip and came into contact with rotawire guide wire and it sheared off near the tip of the burr. The tip was snared out of the body. The procedure was completed with a different device. No further complications were reported and that patient¿s status is fine